Event description:
Additional information was received that complete atrio-ventricular (av) block occurred after the valve recapture when crossing the valve, so pacing was initiated and opened to the point of no return. The valve was deployed and complete av block remained.

Manufacturer narrative:
Updated b.2, b.5, h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-balloon dilation was performed with a 18 mm non-medtronic balloon. The deployment starting point was at the lower end of the pigtail. The guidewire used was non-medtronic. The access site for the delivery catheter system (dcs) was the right femoral artery. The dissection occurred on the right external iliac artery or the common iliac artery. The minimum diameter of the access vessel with 5.8x6.5. It was reported that the patient had almost no tortuosity. There was plaque in the common iliac artery and the blood vessel was narrowed however the diameter was maintained.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a narrow annulus and a membranous septum length of approximately 4 mm, the valve and delivery catheter system (dcs) were advanced to a depth of 1 to 2 mm on the non-coronary cusp (ncc) and approximately 3 mm on the left coronary cusp (lcc) according to a transesophageal echocardiogram. At this depth the valve was deployed to 80%. Per the physician, the valve alignment was good and there was no conduction disturbance or interference with the mitral valve. Frame under-expansion was observed with the inflow crown on the ncc side. After waiting 5-minutes, the depth of the ncc was examined under cusp overlap view. A slight dislodge was suspected and the expansion issue appeared more pronounced, so a full recapture was performed. The valve was pulled up in the ascending direction and the valve was crossed. After the placement of the valve at a height of 4 mm on the lcc and ncc, pacing was performed. The valve was subsequently deployed to 80% and fully released. It was noted that the introducer sheath had been damaged. There was a dissection at the access site which was treated with a stent graft surgery.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012397883); product type: 0195-heart valves; product ID evolutfx-26 (j265664); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.